Manufacturer narrative:
(B)(4).

Event description:
The anesthetist reported leaks with two tubes consecutively. Both tubes were pre- tested and placed in the patient without difficulty. The pressure in the balloon seemed high and saline leaked back out past the spring adapter. Both tubes were removed and replaced. The two tubes from this event are referenced in our reports 2936999-2016-00274 and 2936999-2016-00322.

Manufacturer narrative:
(B)(4). Investigation of the returned sample verified presence of a crystallized material in the cuff and pilot line/balloon which is not related to the manufacturing process. The failure is not confirmed as related to the manufacturing process of the device.